Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needles are clogged. This was discovered during use. The following information was provided by the initial reporter: customer related that needles are clogged and tear the skin. Reported that she bought 4 boxes and has had problems in all 3 of them. In a telephone contact the client reported that she has 1 sample of the "skin tearing" needle and no sample for clogged needles. All were discarded. I could not inform the lot of them.

Manufacturer narrative:
H.6. Investigation: (B)(4) samples were received. They came in an open packaging blister; they all have the plastic shield. They were tested by connecting each of them to a syringe with saline solution. No clogging/ blocking was observed. A definitive root cause could not be determined. Additionally, they were visually inspected with a microscope, there was no damage, bevels were good, etch was good. No defective grind, no hooks were observed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10

Event description:
It was reported that bd precisionglide¿ needles are clogged. This was discovered during use. The following information was provided by the initial reporter: customer related that needles are clogged and tear the skin. Reported that she bought (B)(4) boxes and has had problems in all (B)(4) of them. In a telephone contact the client reported that she has (B)(4) sample of the "skin tearing" needle and no sample for clogged needles. All were discarded. I could not inform the lot of them.